Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Correction to e2/e3 and g2 for additional information inadvertently left off of initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned, and an evaluation was completed. Based on the results of the investigation, it is likely breakage of electronic component due to fluid invasion on the scope connector, breakage of the image sensor unit and/or its cable due to the insertion section squashed, or the like caused the event to occur. However, a definitive root cause could not be determined additional findings as follows: leak from instrument channels and ethylene oxide valve (eto) valve, a-rubber stretched, a-rubber glue cracked, rainbow image due to water invasion from eto valve, multiples dents on insertion tube (I/t) ring, gauge failed, dent on bending section, body control unit (bcu) fluid-wet, scope connector fluid-wet, printed circuit board (ad), charged coupled device (ccd), shrink tube, deep scratch and low angulation. The following information is stated in the instructions for use (IFU) ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope exhibited error code e315 for an incompatible endoscope. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.